Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that a patient experienced elbow stiffness and persistent pain related to the ulnar plate. The ulnar plate was removed.

Manufacturer narrative:
Please note the corrections in the h6 device code, component code, method code, results code, conclusion code, clinical signs code, and health impact code: not applicable because the device noted in this complaint was discovered to be a competitor device which stryker is not responsible to investigate.

Event description:
It was reported that a patient experienced elbow stiffness and persistent pain related to the ulnar plate. The ulnar plate was removed.